Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 7 mg/ml at3. 0721 mg/day and bupivacaine 10.5 mg/ml at 4.068 mg/day via an implantable pump. The indication for use was spinal pain. A motor stall was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. There was no mir recently, no other emi and no falls. The patient had presented to the office the day of the report stating the pump had been alarming since last week and the patient had increased pain and flu-like symptoms. The pump was interrogated and found to be in motor stall. The logs showed a motor stall occurred (B)(6) 2016 at 11:38 with a recovery (B)(6) 2016 at 13:59. A motor stall occurred on (B)(6) 2017 at 13:59 with a recovery on (B)(6) 2017 at 14:04. A motor stall occurred (B)(6) 2017 at 05:12 with a recovery on (B)(6) 2017 at 09:31 and a motor stall occurred on (B)(6) 2017 at 14:09 and on (B)(6) 2017 stopped pump may exceed tube set at 14:09. Since the pump was confirmed to be in a motor stall and the patient was having symptoms of withdrawal, the patient was sent to the ER (emergency room) to remain until the pump could be replaced. Surgical intervention did not occurred but was planned. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Result code and conclusion code have been updated and no longer apply.